Event description:
Per oos, this lead was implanted and explanted the next day, because the lead was too short. This lead was replaced with a setrox s 60. There are no complaints against the functionality of the lead. Per rep., the physician had trouble positioning this lead, and then it became dislodged overnight. Due to this, the physician decided this lead was too short.